Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the FDA report, "I experienced an ischemic stroke on (redacted) 2017 caused by the mechanical on-x prosthetic heart valve in aortic position that was implanted on (redacted) 2016. The stroke happened while I was mountain biking in a remote area and my right leg and right arm were paralyzed - causing me to fall and to be immobilized for several hours. This happened in a remote area around (redacted) I still had to go for another 10 miles. At times when the paralysis subsided and I was barely able to move my leg and arm for periods of time. I tried to push my bike and struggled to get back to the car. I had multiple re-occurrences of the paralysis and it took me hours to get back to meet up with my wife. I was confused, not able to communicate with her and was barely able to mount the bike on the car rack and to remove my biking shoes. My wife drive us back home (2 hr car ride). I did not understand what was happening to me and was confused, had apathy and was exhausted. At home my son who is a medical student immediately identified the stroke symptoms and called 911. I was rushed to the emergency room at (redacted), admitted to the stroke and underwent a comprehensive examination for acute ischemic stroke. It was determined that I had a stroke that affected the left middle cerebral artery (lmca) which controls motor function and language. It was determined that the stroke was caused by an embolism (blood clot). The cause for the left middle cerebral artery ischemic stroke was determined to be caused by the mechanical valve. The inr at admission was at 2.03 per the recommendation of the valve MFR on-x life technologies (cryolife). Mrs.(redacted), md, (redacted) determined that the anticoagulation range has to be increased to an inr of 2.5-3.0. However, on-x advertises and educates the cardiologists and pts about their 2015 FDA approval where it advises a target in range of 1.5-2.0. I received such communication again ("important anticoagulation info for on-x aortic valve recipients") early (B)(6) 2018. Based on my ischemic stroke - caused by a too low and false recommended inr this claim and communication is wrong, dangerous and careless. I have also learned about other pts with similar adverse experiences with the on-x valve; a 23 mm heart valve." Concomitant medical anti-coagulation medication (9/10 mg warfarin), atorvastatin 40mg, daily multi vitamins.

Manufacturer narrative:
The manufacturing records for the onxace-23 sn: (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. The patient was implanted with onxace-23, sn: (B)(4), on (B)(6) 2016. The patient experienced right sided hemiplegia and symptoms of stroke while biking on (B)(6) 2017 (1 year, 23 days postop). Admittance to the hospital indicated ischemic embolic stroke of the left middle cerebral artery with an inr of 2.03 on "9/10 mg" warfarin, 40mg atorvastatin, and daily multivitamins. A historic record of inr preceding the event is unavailable so anticoagulation compliance cannot be confirmed. The IFU states, "patients with an on-x valve in the aortic valve position should be maintained on long-term warfarin anticoagulation which should achieve an international normalized ratio (inr) of 2.0 - 3.0 for the first 3 months after valve replacement surgery, after which the inr should be reduced to 1.5 - 2.0" and "the addition of a daily aspirin at a dose from 75 to 100 mg is also recommended for patients with an on-x valve in any valve position, unless there is a contraindication to the use of aspirin." It is unknown if the patient was also maintained on an aspirin regimen. All patients with mechanical valves currently require anticoagulation to reduce the risk of thrombosis and thromboembolic events. It is a known risk for replacement of the aortic valve with a mechanical prosthetic aortic valve as listed in the instructions for use [IFU]. The proact study described in the IFU evaluated the on-x valve for inr and reported a late stroke linearized rate of 0.80%/patient-year for the control group (inr 2.0-3.0) and 0.78 %/patient-year for the treatment group (inr 1.5-2.0). That is, both groups experienced strokes at the same rate despite the difference in inr therapy. The objective performance criteria report an historical rate of thromboembolism for rigid (i.e. Mechanical) valves of 3.0 %/patient-year [iso 5840].nevertheless, even with the appropriate levels of anticoagulation, the risk of thromboembolic events (tes) is well known. A root cause for the reported ischemic stroke cannot be determined based on the available information. No further action is warranted at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the patient submitted medwatch report, "I experienced an ischemic stroke on (redacted) 2017 caused by the mechanical on-x prosthetic heart valve in aortic position that was implanted on (redacted) 2016. The stroke happened while I was mountain biking in a remote area and my right leg and right arm were paralyzed - causing me to fall and to be immobilized for several hours. This happened in a remote area around (redacted)I still had to go for another 10 miles. At times when the paralysis subsided and I was barely able to move my leg and arm for periods of time. I tried to push my bike and struggled to get back to the car. I had multiple re-occurrences of the paralysis and it took me hours to get back to meet up with my wife. I was confused, not able to communicate with her and was barely able to mount the bike on the car rack and to remove my biking shoes. My wife drive us back home (2 hr car ride). I did not understand what was happening to me and was confused, had apathy and was exhausted. At home my son who is a medical student immediately identified the stroke symptoms and called 911. I was rushed to the emergency room at (redacted), admitted to the stroke and underwent a comprehensive examination for acute ischemic stroke. It was determined that I had a stroke that affected the left middle cerebral artery (lmca) which controls motor function and language. It was determined that the stroke was caused by an embolism (blood clot). The cause for the left middle cerebral artery ischemic stroke was determined to be caused by the mechanical valve. The inr at admission was at 2.03 per the recommendation of the valve MFR on-x life technologies (cryolife). Mrs. (Redacted), md, (redacted) determined that the anticoagulation range has to be increased to an inr of 2.5-3.0. However, on-x advertises and educates the cardiologists and pts about their 2015 FDA approval where it advises a target in range of 1.5-2.0. I received such communication again ("important anticoagulation info for on-x aortic valve recipients") early january 2018. Based on my ischemic stroke - caused by a too low and false recommended inr this claim and communication is wrong, dangerous and careless. I have also learned about other pts with similar adverse experiences with the on-x valve; a 23 mm heart valve." Concomitant medical anti-coagulation medication (9/10 mg warfarin), atorvastatin 40mg, daily multi vitamins.